Event description:
The hcp reported the pt was experiencing signs of withdrawal. A catheter study and roller study were done. The results were not reported. The pump was explanted and replaced and returned to the MFR for analysis. The pt is reported to be doing fine with the new pump. A follow up report will be sent when add'l info is received.